Manufacturer narrative:
(B)(4). The school advised carefusion technical support that they have an avea trained 3rd party contact, who will install a new user interface module, and test the ventilator. Carefusion technical support shipped the school a replacement user interface module. They also issued a returned goods authorization (rga) number to the school for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received by carefusion failure analysis lab on 02/19/2015. The failure analysis lab evaluated the device, and were able to verify the reported event. The screen remained "blank" when turned on, meanwhile all led's were continuously lit. After further evaluation, the root cause in this event, was identified as a defective control printed circuit board assembly. The control printed circuit board assembly was replaced with a known good control printed circuit board and this corrected the issue.

Event description:
This complaint originated from a healthcare training school/program. The school contacted carefusion technical support to report that the touch screen on one of their user interface modules does not light up, when the ventilator is turned on. This is a "teaching ventilator", and has never been used on a patient.